Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11f01028 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of bacterial peritonitis in a patient coincident with extraneal viaflex therapy. On (B)(6) 2011, the patient experienced bacterial peritonitis, manifested by cloudy effluent, and was hospitalized the same day. The patient began treatment with unspecified intravenous antibiotics. On (B)(6) 2011, the peritoneal dialysis (pd) catheter was removed, extraneal was discontinued and the patient was switched to hemodialysis. In (B)(6) 2011, remedial treatment was discontinued and the patient was discharged from the hospital. At the time of this report, the peritonitis was resolving. The root cause of the peritonitis was unknown. Concomitant medications were not reported. The nurse believed the event of bacterial peritonitis with culture positive for acinetobacter was probably not related to extraneal viaflex therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.